Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced a watershed stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Prior to the tcar procedure, the patient's systolic blood pressure (sbp) rose to the 240 mmhg range, but settled into the tcar blood pressure range. The tcar procedure was completed with no issues, and the patient woke neurologically intact and following commands. Approximately six to eight hours post procedure, the patient became hypotensive with sbp around 100 mmhg, experienced lower and upper left extremity weakness, and facial droop. Imaging revealed a patent stent, and the radiologist classified the event as a watershed stroke. The patient's symptoms were improving but had not yet resolved at the time of reporting, and the patient was transferred to the intensive care unit (ICU) for blood pressure management. No further information was provided to boston scientific.

Event description:
It was reported that the patient experienced a watershed stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Prior to the tcar procedure, the patient's systolic blood pressure (sbp) rose to the 240 mmhg range, but settled into the tcar blood pressure range. The tcar procedure was completed with no issues, and the patient woke neurologically intact and following commands. Approximately six to eight hours post procedure, the patient became hypotensive with sbp around 100 mmhg, experienced lower and upper left extremity weakness, and facial droop. Imaging revealed a patent stent, and the radiologist classified the event as a watershed stroke. The patient's symptoms were improving but had not yet resolved at the time of reporting, and the patient was transferred to the intensive care unit (ICU) for blood pressure management. No further information was provided to boston scientific.